Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the operating room surgical video were not available for analysis. From the analysis of the system database and the system oct recording, all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. A very faint strand spanning from the 12 o'clock to 4 o'clock positions on the capsulotomy incision, which the surgeon believed to be a mucus strand, was observed in the database video images. These two clock hour locations coincided with two areas where no bubble breakthrough was noted, indicating possible areas of residual attachment of the capsulotomy disc. However, the surgeon noted the capsule tear (during cortex removal) at a different clock hour position, i.e. Located at the 10 o'clock position. Additionally, the surgeon stated standard continuous curvilinear capsulorhexis (ccc) surgical technique was used to remove the capsulotomy disc. The catalys system performed as design and it is undetermined if there is any relationship between the mucus strand and the anterior tear. The cause(s) of the tear is unknown.

Event description:
A surgeon reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with a catalys system (system) subsequently experienced a radial tear that extended to the posterior lens capsule in the operating room (or) during the surgical procedure to remove the cataract. The surgeon noted the capsule tear during the cortex removal. An anterior vitrectomy was performed and the intraocular lens (iol) was placed in the sculus. No additional complication and/or medical intervention were reported.